Event description:
The customer reported a loss of the live image when the hight voltage cable was flexed. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.